Event description:
Caller reported that their pump screen was dark and would not turn on. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support attempted several troubleshooting steps, but the issue persisted, leading to a decision to replace the pump. The customer will use a backup insulin pump to ensure insulin delivery is not interrupted. Technical support confirmed the shipping details for the replacement and instructed the customer on the steps necessary upon its arrival, including returning the malfunctioning pump.